Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Multiple call service 128 alarms were observed in the black box. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister with a leak. The ¿ez-prime¿ steps were performed correctly and all current readings were within specifications. The alleged ¿short battery life¿ issue was unable to be duplicated during investigation. The pump cover was removed and no further moisture ingress or intermittent conditions were found to the power printed circuit board or to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was reported that there was moisture and corrosion in the battery compartment. No damage was reported. At the same time, it was reported that there were multiple replace battery alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.